Manufacturer narrative:
The device was not returned for analysis as it was implanted in the patient. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of mvp-5q incomplete opening during a procedure. The patient was undergoing embolization of a gastroduodenal artery. The vessel diameter was 4mm. Vessel tortuosity was noted to be minimal. The system was prepared as indicated in the IFU. A continuous heparinized saline flush was not maintained during the procedure. During the procedure, the mvp was unsheathed from the catheter into the vessel. The plug was allowed to sit in the vessel for five minutes. It was reported that the mvp-5q did not occlude the vessel, despite correct sizing of the plug. The physician noted that the mvp did not expand enough and migrated distally. The mvp remains implanted in the patient. Coils were placed to occlude the vessel. There were no reports of patient injury in association with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.